Manufacturer narrative:
Additional information provided. The timing and procedures of the manual and pre-cleaning phases, including brushing, were not followed according to protocol. (For cleaning the instrument we used aniosyme x3 detergent 0.5%.).

Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing deviated from instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the c-cover, foreign material in the nozzle, and reprocessing steps being different from the instructions for use could not be identified. However, it¿s likely the cause of foreign material in the c-cover and nozzle are related to reprocessing deviating from instructions for use. The suggested events related to foreign material in the c-cover and nozzle are preventable by handling the device in accordance with the following section of the instructions for use: preparation and inspection. The suggested event related to reprocessing steps being different from the instructions for use is detectable and preventable by handling the device in accordance with the following section of the instructions for use: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the flexibility adjustment ring, grip, right and left knob, switch box, scope connector cover, and objective lens had a scratch, the air water cylinder and suction cylinder had no color,the upward and downward angulation control knob had corrosion, the mouthpiece was loose, and the suction connector had a stain. The electrical connector had corrosion due to water leakage, due to burns on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, the connecting tube had a cut, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope did not insufflate or irrigate. There was no air and water flow. The event was found during the procedure. The procedure performed was diagnostic (colonoscopy). The procedure was completed using a similar device. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover and nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.